Manufacturer narrative:
MDR report was submitted in error. As this product failure of a "broken shaft" is not reportable. There has been no patient harm caused by this failure. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, the mapping catheter was broken. The catheter was replaced with resolve and the case was completed with cryo. No patient complications have been reported as a result of this event.